Event description:
It was reported that, during a rotator cuff repair, the twinfix ultra anchor fractured when screwed-in. There was a backup device available, which was used in an additional bone hole. No significant delay or further complications were reported.

Manufacturer narrative:
H10 h3, h6: two 72202595 4.5mm twinfix ultra peek devices used in treatment, were returned for evaluation. Two complaints were opened. These items returned together unidentified as to which was the first or second attempted device used. Visual inspection confirmed both devices had damaged anchors and inserters. They were both returned each with a fractured anchor attached. Suture was still threaded through each anchor and each inserter. One device had an inserter fork broken off. The fork was not found inside the anchor. The other forks were bent and twisted. The distal tips were damaged from excess torque and force fracture. The conditions of both devices were also aligned with loss of axial alignment. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Per instructions for use ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacturing of the devices was confirmed. Products met specifications upon release to distribution. No further investigation at this time.